Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with connector pin measuring 19.3cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during follow up, high impedance was observed. The lead was explanted and replaced.